Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that one day after the implant procedure, the left ventricular lead threshold was elevated. It was also noted on a lateral chest x-ray that the lead moved about 0.5 centimeters. The pacing vector was reprogrammed, which resulted in an adequate threshold, and no surgical repositioning was necessary. The patient was a participant in the adapt response clinical study. No patient complications have been reported as a result of this event.